Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the fuses and viewing station of the imaging system power control board were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the line power light of the viewing station of the imaging system was not illuminated. Additionally, the viewing station of the imaging system would not power on. It was reported that two known operational outlets were tested without resolution. There was no patient present when this issue was identified. No additional information was provided.